Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the motor cover was damaged. The autopulse platform is a reusable device and was manufactured on 09/06/20015. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint of the autopulse displaying user advisories (ua) 45. A review of the archive was performed and multiple ua 45 (not at "home" position after power-on) message was observed on (B)(4) 2016. During functional testing, the autopulse platform passed functional tests without exhibiting any fault or error. The device passed functional tests without any fault or error report. The platform was tested using lrtf (large resuscitation test fixture equivalent to 250 pound patient) for approximately 20 minutes without exhibiting any faults or error message. A lifeband was used to perform simulating testing of end take-up five times by pressing the load plate then pulling lifeband up completely. The device did not display any fault or error messages. Autopulse platform performed as intended. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review. Since there were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint, exact root cause could not be determined. The autopulse passed all the tests and meet all the required specification.

Event description:
It was reported that during patient user, the autopulse platform displayed user advisory 45 (not at "home" position after power-on) message. There was no negative patient impact reported. At the station, the customer rotated the shaft to home position but was unable to clear the user advisory 45 message. The customer has been contacted to obtain additional information but have been unsuccessful.